Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) unit displays fault code #53. There was no patient involvement reported.

Manufacturer narrative:
A getinge representative was not dispatched to evaluate the unit because the hospital equipment package is sent to a third party for maintenance. The hospital is unwilling to provide information. If information is received, we will reopen and update the complaint.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit displays fault code #53. There was no personal damage reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.